Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the safety device did not engage. Verbatim: complaint via email. Rn went to place IV on patient. As she was removing stylet, the safety device did not engage. Removed IV and attempted successfully with new device.